Manufacturer narrative:
(B)(4)

Event description:
Dexcom was made aware on (B)(6) 2016 that on (B)(6) 2016, the patient's receiver display screen became frozen. There was no report of injury or medical intervention. No additional event or patient information is available. The device has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. A visual inspection was performed and the liquid crystal display (lcd) is defective. Functional testing was performed and the test failed. An interior inspection was done and the test passed. The receiver log was downloaded and the reported event of a frozen screen display was confirmed. The root cause was determined to be a damaged lcd.